Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The complaint regarding detachment of the device led to 20cc blood loss. A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
In regards to the sample site dislodgement in the vamp system, the engineering evaluation assessment performed found that the condition was part of the internal manufacturing process. The probable root cause for this condition could be related to a machine opportunity during the swaging operation to the sample site and rubber disc. To address this issue a CAPA was opened to further investigate the sample site failure.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during blood sampling with this disposable pressure transducer with vamp, the rubber of the blood sampling point detached from the system which resulted to approximately 20 cc blood loss. There was no further injury to the patient. The product was available for evaluation. Patient demographics are not available.

Manufacturer narrative:
The reported event of rubber of the blood sampling point detached from this dpt system was confirmed. During visual examination, the silicone septum was found missing from the z-site. Dry blood residues were noticed from z-site. Needless cannula was received inserted into pressure line male connector. Silicone septum was stuck to the cannula. No other visible damage was noted from returned unit. Further investigation has been assigned to the manufacturing site. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. In this case, there were no patient impact. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.